Manufacturer narrative:
Motor error alarm during the basic occlusion test and unable to prime during the prime/a33 test due to faulty fsr (gold). Pump passed the displacement test. Unable to perform the occlusion test and no delivery test due to motor error alarm. Motor passed motor test. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip, minor/deep scratched display window.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.